Event description:
Through gore's device tracking system, info was received in 09/2004 that indicated that a proximal stent extension was placed at six-months post implant due to an unspecified endoleak type.